Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a moderately tortuous and moderately calcified superficial femoral artery. An 8.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, during second inflation at 15 atmospheres (atm) for 10 seconds, the balloon ruptured. The alleged device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was in good condition post procedure.